Event description:
Rptr has been a rn since 1985 and has worked in the or since 1986. Rptr's symptoms began in 1988. The first symptom was a rash. At that time, the rptr was using eudermic gloves, but switched to another type of glove, which seemed to reduce the symptoms. The symptoms began to progressively worsen to include bronchitis and asthma attacks which have resulted in trips to the ed and 3 days of hospitalization in, 1992. She ceased working in the or suite in 1994 to work at the front desk. At the front desk, the symptoms subsided until she came into contact with the residue left behind, from latex products such as on the phone receiver. Nine weeks ago, she returned to the or suite and has been experiencing symptoms for the past 6 weeks although she utilizes vinyl gloves. She also reacts to the elastic bands in the head covers. She has been diagnosed with a type I latex allergy and has been advised by a physician to cease her work. She is currently medicating with albuterol, prednisone, and vancenase.